Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ping meter read inaccurately high compared to his normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2013 at 10:16pm, he obtained an alleged inaccurate high reading of "20.1 mmol/l (362 mg/dl)" with the subject meter. The patient informed the csr that his normal/typical blood glucose readings range anywhere from "5.5 to 6.7 mmol/l". The patient reported feeling "fine" at the time he obtained the alleged inaccurate result. The patient is on insulin pump therapy. During the follow-up call, the patient informed the csr that he did not take a correction bolus in response to the blood glucose reading because, he did not feel it was correct. However, reported that the following morning, approximately 12 hours after obtaining the alleged high reading, his mother contacted emergency services. The patient reported that his mother contacted emergency services because, he was not "responding to her" when she attempted to wake him up. The patient confirmed his blood glucose was tested with the paramedics meter when they arrived and tested in the "3.x mmol/l" range. The patient stated that prior to the paramedics arriving his mother gave him honey and he was then treated with IV fluids by the paramedics. The patient stated, he was treated at home and was not taken to the hospital. At the time of troubleshooting, the csr noted that the patient did not have control solution available at the time of the call. Replacement product was sent to the patient. This complaint is being reported because, the patient was treated for signs/symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.